Event description:
Event description guidant received information that during the implant procedure, this left ventricular lead was able to be successfully placed. However, the finishing wire was difficult to remove. The physician elected to use excessive force to remove the finishing wire. These attempts were successful and the entire finishing wire was removed, however the lead did not pace in bipolar configuration and the impedance measurements were high. The physician suspected the finishing wire removal process damaged the the proximal electrode. The lead was programmed to pace in extended bipolar mode with successful results.